Event description:
Revision surgery - the pt was grossly infected and needed an antibiotic spacer. All of the components from the previous surgeries were removed and the pt was converted as intended. The pt has had multiple revisions in the past.

Event description:
Revision surgery - refer to (B)(4).

Manufacturer narrative:
The reason for this revision surgery on (B)(6) 2012 was due to an infection. The original surgery was performed on (B)(6) 2010. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. The healthcare professional indicated a significant adverse event to the patient. There was no information submitted with this complaint about any patient activities, accidents, or medical contraindications that may have contributed to an infection. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. The device history records for the reported components were examined. A review of the sterilization records show the devices all received an adequate 25-40 kgy gamma radiation sterilization dose and were within their respective expiration dates at the time of the original surgery. A review of the implant device history records, product complaint report database, and sterilization records show that the reported components used in the original and revision surgeries met sterilization, design, and manufacturing requirements. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the infection or inhibited the patient's immune system. There are multiple factors that may contribute to an infection that are outside of the control of djo surgical. The data reviewed in this report supports that if the patient was suffering from an infection it was not the result of a product or manufacturing process defect.